Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection vancomycin (500 mg stat) intraperitoneally and injection tazar (4.5gm, twice a day, duration not reported) intravenously. The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy and the antibiotic therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the antibiotic treatment was completed and the patient had recovered from the event. The patient was doing well and their peritoneal fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.